Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with air bubbles in their reservoir and tubing. The customer's blood glucose level was 78mg/dl. The customer wished to have the pump replaced. The customer was advised the pump replacement may not solve the issue as the reservoir seemed to be the cause. The customer was advised the pump would be replaced and returned for analysis.